Event description:
The patient has been doing well, but a screw fractured about a year post op. No consequence. This is the 4th patient that has a nuvasive screw fracture at about the one year mark. Nuvasive brigade alif device for a lumbar interbody fusion. One of the 4 titanium fixation screws fractured. This is the 4th similar case I have had with a single fractured screw. I reported the other incidents to nuvasive who I hope would have made a formal report.